Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported cause was not determined. Patient has a follow-up appointment on (B)(6) and they would discuss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the rep had not seen the patient since their last appointment and they were not allowed to attend the patient¿s appointments in the office at this time. The patient stated that they would call if the problem reoccurred, but the rep had not heard anything. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in (B)(6) 2020, the patient noticed their battery was heating up within the first hour of recharging. The patient did not recall seeing any "too hot" messages on the recharger. Recharging best practices that could reduce heating when recharging was reviewed. It was also discussed that if the issue doesn't resolve after trying the best practices, then the next step would be to try replacing the recharger antenna. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the ins heats up and they get very nauseated and ache in their abdomen where their liver is located. The patient indicated that they talked about changing out the battery with a non-chargeable battery because it was not holding a charge in their lumbar area. No further complications were reported/anticipated.